Event description:
It was reported that the home choice (hc) alarmed multiple times. The technical service representative (tsr) arranged the return of the device. The tsr discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.